Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time, since the evaluation has not been completed. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a diagnostic procedure, the physician of the user facility and the patient felt mild electric shock and due to this reason, the facility could not complete the procedure with the subject device.